Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the second of two reports regarding c2602 cusa excel 36khz straight handpiece (same patient, same product ID, same incident date, different product serial numbers). This is in regards to the second c2602 handpiece used. It was reported that the handpiece was being sent for repair because it was getting too hot to hold during use. Additional information was received on (B)(4) 2014 from the sales territory mgr with the following: on (B)(6) 2014, a patient (patient age and gender were not provided) underwent a brain tumor resection. The product problem occurred within 15 seconds of the handpiece being used. The patient was already anesthetized when the problem occurred. There was no patient or user harm. The surgeon just could not hold the handpiece afer 15 seconds because it was too hot so he stopped using it. A second handpiece was used, which also heated up. The tumor had to be resected without using the cusa. It was reported that after the sales territory mgr spoke with the charge nurse at the user facility, it was noted that the surgeons were choking up on the handpiece and potentially coming in contact with the tip. Chock of the handpiece was clarified as surgeons were bringing their hands down towards the tip for added control and may be coming in contact with the plastic flue covering the tip. After surgery, the sales territory mgr tested the second handpiece. Additional information was received from the sales territory mgr on (B)(4) 2014: the serial number of the second handpiece was either (B)(4).